Event description:
It was reported via repair work order that the tracks will not engage the stairs properly due to being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.